Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was distorted and no clinical info could be seen. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty connector on the system board. Analysis of reports of this type has not identified an increase in trend.